Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia ablation procedure with a carto 3 system and when switching from the optrell catheter to a smarttouch catheter, the medical team noticed a 3 cm map shift. The optrell had been used for the matrix and the mapping and the misalignment was noted with the smarttouch. There was no patient movement, cardioversion, or "learn new". There issue was resolved by remapping. There was no harm inflicted upon the patient. No patient consequences were reported.

Manufacturer narrative:
On 8-mar-2026, the product investigation was completed. It was reported that a patient underwent a ventricular tachycardia ablation procedure with a carto 3 system and when switching from the optrell catheter to a smarttouch catheter, the medical team noticed a 3 cm map shift. The optrell had been used for the matrix and the mapping and the misalignment was noted with the smarttouch. There was no patient movement, cardioversion, or "learn new". There issue was resolved by remapping. There was no harm inflicted upon the patient. No patient consequences were reported. Device evaluation details: the manufacturer investigated the issue. The data was requested for investigation, but no data related to the issue was provided, as result, it was not possible to reproduce or analyze the issue. The root cause of the reported map shift issue was not determined. It was confirmed that the field service engineer performed atp testing. All tests passed. System is ready for use. A manufacturing record evaluation was performed for the carto 3 system (B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).